Manufacturer narrative:
Final device analysis revealed no anomalies. The capsule was returned unattached to the delivery system. The capsule trocar needle was fully advanced and blood and tissue were present.

Event description:
It was reported by hcp that while placing a bravo ph monitor, the capsule attached to the patient's esophagus, but would not detach from the delivery system. The physician removed the delivery system from the patient with the capsule still attached. A second capsule was successfully placed. No serious injury to the patient was reported.